Event description:
Delivered energy was reported at 17.3 joules for a 20 joule therapy. Ax>b conducted and b>ax did not. No b>ax therapy delivery.

Manufacturer narrative:
Ic - shorting, low resistance.